Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on june 14 due to a high blood glucose level. The customer's blood glucose values were 573 mg/dl and 490 mg/dl. The customer experienced symptoms related to their high blood glucose such as vomiting. She was positive in ketones test. The customer's other blood glucose levels were 368 mg/dl, 229 mg/dl, 380 mg/dl, and 350 mg/dl. The customer was assisted in troubleshooting for high blood glucose. The customer was treated with manual injections. The insulin pump will be returned for analysis.